Event description:
Patient underwent a spinal decompression (l3, l4, l5) with segmental fixation and posterolateral fusion with implantable stimulator, during which she reportedly had allograft bone void filler implanted. Twenty one months later, the patient contacted the allograft manufacturer to report that she was in immense pain, and at an unknown time post-operatively, had reportedly developed an infection. The patient stated she was hospitalized for several days, but was unable to provide any details about her treatment. The patient stated that she "feels the graft" coming out of her back, and cannot shower or walk. The patient stated that her physician has reportedly told her that there is nothing wrong.

Manufacturer narrative:
This medwatch report was completed using the information provided by the initial reporter. Any missing or incomplete data is the result of the information not having been provided by the initial reporter.(B)(4). Review of manufacturing records indicated that the product was manufactured per procedure and met all required specifications. Review of donor eligibility records indicated that the subject donor was confirmed eligible for transplantation. The tissue recovery organization which provided the donor tissue to medtronic was notified of this event, and has received no additional reports of infection involving this donor tissue. Medtronic has not received any additional reports of infection involving any other product manufactured from this donor tissue. The subject product was part of the above-referenced voluntary recall. However, it is not possible to confirm whether the product caused or contributed to this reported event.

Manufacturer narrative:
The following were noted to have been implanted during the same procedure as the subject allograft: vitoss bone graft substitute, healos ii bone graft substitute, spf-xl iib 2/dm spinal fusion stimulator.

Event description:
As previously reported, the patient underwent spinal decompression (l3, l4, l5) with segmental fixation, posterolateral fusion using autograft, allograft and bone marrow aspirate from l3-l5, under x-ray control, and placement of an implantable stimulator. The patient remained in the hospital for 4 days post-op, during which time she experienced an elevated wbc. Blood cultures were negative, however urine culture indicated 20,000-50,000 cfu/ml pseudomonas aeruginosa. Antibiotics were prescribed, and the patient was discharged four days post-op. At two weeks post-op, the incision was noted as clean with no signs of infection. Over the following 8 months, the patient continued post-op visits and physical therapy; x-rays showed fusion progress, though pt continued to have back and leg pain. At 8 months post-op, discussion of possible removal of the bone stimulator took place. Approximately 13 months post-op, the bone stimulator was surgically removed, an epidural steroid injection and epidurolysis were performed, and the patient was discharged. Two weeks later, at follow-up, the patient continued to have leg and back pain and an MRI was ordered. Approximately two weeks later, prior to the MRI having been completed, the patient presented in the ER with severe lower back pain and difficulty voiding and was admitted to the hospital. The ER doctor documented that there was no redness at the surgical site where the stimulator had been removed. An MRI was ordered. Due to concerns of possible post-op abscess, infectious disease was consulted, and they noted a fluctuant mass on the back around the surgical site, which they diagnosed as cellulitis; it was documented that there were no signs of any frank pus or drainage, however. Urinalysis showed evidence of urinary tract infection, and possible pyelonephritis. A CT scan of the abdomen and pelvis were ordered to look at the kidneys (no results were provided in the medical records, however), and antibiotics were ordered. An indium wbc scan was also completed, which noted no abnormal soft tissue white blood cell aggregation to suggest an abscess. CT scan also noted no abnormal fluid collection; no erosive or destructive bony process was seen, and satisfactory appearance of the hardware was noted. The patient was discharged from the hospital 8 days later. Approximately one month later, a lumbar spine MRI was performed, which showed moderate compression deformity of the l3 superior endplate with evidence of bone marrow edema, possibly secondary to an infectious or inflammatory process. A bone scan and continued evaluation were recommended. No additional follow-up notes were provided following this test.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.